Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a fan issue and programmer overheating and the power supply and fan were therefore replaced. The power cord bay and upper and lower handle covers were found broken and were also replaced. The hard drive was reconfigured and the software reloaded and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a fan issue and was overheating. The programmer was returned for service. No patient complications have been reported as a result of this event.